Event description:
The manufacturer received information from a customer that short maintenance and cleaning was needed on a trilogy evo device. There was no serious patient harm or injury that occurred or was reported. The trilogy evo was returned and evaluated by a third-party service center. The device evaluation found an error code; therapy held in boot monitor (e-156) was observed in the device's error log. The third-party service technician replaced the device's system printed circuit assembly (pca) board. Additional findings not related to the malfunction/issue was the capacitor was not connected to the system pca board because one of the wires between the system pca and fio2 sensor was damaged. The third-party service technician replaced the cable to address this issue. The third-party service technician proactively replaced the muffler, air foam inlet filter, and particulate filter on this device. After all of the parts were replaced on the device, the third-party service technician performed the functional test on the device, which passed.